Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2, b4, b5, d9, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of manufacturing records cannot be performed without product identification. The device is used for treatment. Medical records were provided and reviewed by a health care professional. The patient underwent an initial left tha, however no medical records or further information for this procedure were provided, the patient underwent revision surgery due to a periprosthetic fracture after a fall and the zb was implanted. Subsequently, the patient underwent a second open reduction internal fixation due to a plate fracture. A total of 4 undated radiographs were provided and reviewed by a radiologist. Two radiographs present no bone fracture or hardware failure, therefore it is not possible to determine in which time points were taken: these images do not provide any additional information that contributes to the investigation. Two radiographs show a fracture of the plate, therefore it is possible to assume that these images were taken before revision surgery. All images demonstrate callus development with cortical thickening in the medial femoral diaphysis. With the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item#: unknown, lot#: unknown, item name: unknown screws this follow-up report is being submitted to relay additional information and correction. The following sections were updated: a2, a3, b4, b5, b7, d6, d10, g3, g6, h2, h10 investigation of this incident is currently ongoing with the received additional information. Once the investigation is updated, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on unknown date with unknown components. Subsequently, an open reduction and internal fixation (orif) was performed as a result of a fall and implanted with zb plate and unknown screws. A 2nd orif was performed 18 months later due to implant fracture. Plate and screws were exchanged with unknown product and bone matrix putty.

Event description:
It was reported that the patient underwent revision surgery due to implant fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.